Manufacturer narrative:
(B)(4). (B)(6). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap of patient line connector in the package was missing. This was observed before use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and magnification with issues noted. A missing pull ring cap on the patient line connector was observed. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. All functional testing performed was acceptable. The reported condition was verified. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.